Manufacturer narrative:
The navio surgical system us, pn: npfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided and reviewed. The last gap planning and component m-l position adjustment screens confirmed the preoperative leg alignment to be 1 degree varus, and the predicted postoperative leg alignment to be 16 degrees varus. The preop neutral position of the knee was taken around 9 degrees hyperextension. The system derives the varus/valgus angle from the neutral position collection. Therefore, the postoperative leg alignment (varus/valgus) of the knee was evaluated at 9 degrees hyperextension. A more realistic postoperative alignment would have been estimated had the neutral position been collected closer to zero degrees extension. After the planning screens, it was found that the femur checkpoint had moved by 13.3 mm. The case was put in casevisualizer, where the checkpoints were confirmed to be on the bone. It is possible that the femur tracker had moved at some point during implant planning and placement, or the user had collected the femur checkpoint in the wrong location, and the software reported tracker movement. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded that smith and nephew had not received adequate materials (operative reports) to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The neutral position being taken in hyperextension is the most likely cause of the 16 degree postoperative varus angle displayed in the implant gap graph for both gap planning and the component m-l position adjustment screen. However, tracker movement cannot be ruled out as a contributing factor. The post-operative leg alignment angle for the neutral position is provided with-in the implant gap graph for both gap analysis state and ml tracking state. This post-operative angle is determined by evaluating the effect of implant placement on the pre-operative leg alignment. Implant placement affects leg alignment through any change in the gap between femoral and tibial contact points. Refer to the navio user's manual when collecting the neutral position. Place the leg in full extension (neutral position) and apply slight axial pressure to the knee so that a weight bearing condition is simulated. Refer to the surgical technique guide for unicompartmental knee planning and performing gap planning. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. This situation is captured in the navio risk assessment released at the time of the complaint. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during planning of navio ukr procedure, the pre-op varus deformity showed 1° of varus, and the post op showed 16° of varus. The doctor did not feel comfortable with nor did he agree with the the post op deformity correction. He placed the implants and balanced the gap plan to his normal parameters. The procedure was continued with manual instrumentation due to the doubt in the parameters. There was a delay of less than 30 minutes. No other complications were reported.